Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the cardiac resynchronization therapy (crt) device exhibited early battery depletion. The device status is unknown. No patient complications have been reported as a result of this event.